Event description:
This spontaneous report was received on (B)(4) 2010, from a (B)(6) female consumer, reporting on self from the united states. The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number 2927m23037, expiration date and frequency unspecified). After an unspecified duration, she noticed that the cotton string got retained by vaginal walls. Every time she used the device, experienced the same event. The action taken with the device and outcome of the event were unknown. This report was assessed as non-serious. The company causality was assessed possible. Complaint sample was not received by manufacturer and the lot number provided dates back to 2007. This is the first complaint received for this lot number. The data for the complaint category have been reviewed and no unusual trend has been identified. Complaint trends will continue to be monitored. This report is considered a reportable malfunction case.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.